Event description:
It was reported that a pt who had just been implanted experienced delusions. The pt had presented to the hosp with the symptoms. The pt also experienced "rubbery legs." The cause of the event appeared to be a high dose of baclofen. A (B)(6) and (B)(6) study were performed. The results were not provided. The dose was lowered twice and symptoms were resolved. The drug used in the pump at the time of the event was lioresal.

Manufacturer narrative:
(B)(4).